Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) reservoir had migrated toward the scrotum. A surgical procedure was performed, during which the physician confirmed the reservoir migration from original submuscular placement. A suprapubic incision was made, and a new 65 ml reservoir was placed in the retropubic space. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404463. Serial number: n/a. Batch/lot number: 1100763641. Model/catalog description: cxr preconnect tenacio 16cm ps, iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported migration is known risk associated with this device type and indicated as such in the instructions for use.